Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the high measurement is still within labeling for this lead family. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements of 2230 ohms on the left ventricular (lv) channel during the implant procedure. No adverse patient effects were reported.